Event description:
A manufacturer representative (rep) reported an infection that was not related to the stage 1 trial. The rep noted the trial began on (B)(6), the rep reported the patient went to the hospital because she was not feeling well;the patient had a white blood cell count. The rep noted the lead was removed on (B)(6) because of the infection, but as noted at that point the infection was not related to the device. The indication for use is unknown.